Event description:
It was reported that the pump reset unexpectedly. The customer¿s blood glucose level was "high"; although specific value was not provided. Customer had not taken any action to address their elevated blood glucose. Customer resumed insulin delivery successfully.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned